Event description:
It was reported that the device was suspected for early battery depletion. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the analysis of the returned device was re-reviewed and was determined to be inconclusive. (B)(4).

Event description:
It was further reported that there was an alert for end of service (eos) with an increase in charge time.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant products: 4542 boston scientific lead, implanted: (B)(6) 2011; 6947-58 lead, implanted: (B)(6) 2011. (B)(4).